Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The following parts were replaced. The xray tube, snubber circuit board, and the high voltage tank. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 was tracking to maximum output 120kv with no image on the monitor. There was no adverse patient involvement reported. There was no patient information reported.